Manufacturer narrative:
A ge service representative performed an onsite investigation. The engineer performed an sbc upgrade, including replacement of the new style sbc, smart switch pcb, image processor pcb, system interface pcb and version 30 software. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.